Manufacturer narrative:
Follow-up # 1 the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) colombia alleging that the patient's onetouch select simple meter read inaccurately high in comparison to her feelings or normal results. The reporter also alleged that the subject meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issues began on (B)(6) 2015. The patient allegedly obtained a result of 225mg/dl on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and has exercised over 5 years. The reporter claimed that on (B)(6) 2015, after the alleged issues, the patient developed symptoms of dizzy and fainted and that she was admitted to an emergency room (ER), where she was obtained a blood glucose reading of 67mg/dl on an ER meter and was treated with IV fluids. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The meter powered on when prompted by inserting a test strip. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lifescan's criteria of a serious injury and subsequently received medical intervention from a hcp after the alleged meter issues occurred.